Event description:
It was reported that during the catheter insertion procedure, the guidewire was lost in the pt's vein. The guidewire was removed surgically by an interventional radiologist. The event is considered by the hosp to be physician error. The pt recovered without any complications.